Event description:
During the scheduled explant of a pasv port that had been therapeutically placed in a male patient,(age unk),the device catheter had broken into two sections.it was indicated that no portion of the device were successfully removed from the patient.nosequeline was indentified by the complaint as a result of the reported problem.